Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range left ventricular (lv) lead pacing impedances above 3000 ohms. The system was reprogrammed and will continue to be monitored. No adverse patient effects were reported.